Event description:
The customer contributes the development of pressure injuries involving 10 patients to the progressa bed. This evaluation is for patient 1. The bed is located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Patient 1: follow-up attempts were made with the customer; however, they could not provide any further details of pressure injuries being pre-existing or newly acquired, stage & location, date noted, medical intervention, past medical history, turning frequency, utilization of linens, etc. Hillrom is reporting this bed and providing information on its location as a potentially malfunctioning bed until further information becomes available and the bed has been fully inspected by a hrc technician. Once further clinical information becomes available, hillrom will file a supplemental report. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Multiple attempts to obtain additional details to determine severity of the event including injury, medical intervention provided (if any), and patient outcome were unsuccessful. Additionally, the device is pending inspection by a hillrom technician. If any new relevant information is received on both the injury and inspection, it will be addressed accordingly. Due to the potential for serious injury hillrom is cautiously reporting this event. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Patient 1: follow-up attempts were made with the customer; however, they could not provide any further details of pressure injuries being pre-existing or newly acquired, stage & location, date noted, medical intervention, past medical history, turning frequency, utilization of linens, etc. Hillrom is reporting this bed and providing information on its location as a potentially malfunctioning bed until further information becomes available and the bed has been fully inspected by a hrc technician. Once further clinical information becomes available, hillrom will file a supplemental report. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Multiple attempts to obtain additional details to determine severity of the event including injury, medical intervention provided (if any), and patient outcome were unsuccessful. Additionally, the device is pending inspection by a hillrom technician. If any new relevant information is received on both the injury and inspection, it will be addressed accordingly. Due to the potential for serious injury hillrom is cautiously reporting this event. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer contributes the development of pressure injuries involving 10 patients to the progressa bed. This evaluation is for patient 1. The bed is located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
The customer contributes the development of pressure injuries involving 10 patients to the progressa bed. This evaluation is for patient 1. The bed is located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer contributes the development of pressure injuries involving 10 patients to the progressa bed. This evaluation is for patient 1. Follow-up attempts were made with the customer; however, they could not provide any further details of pressure injuries being pre-existing or newly acquired, stage & location, date noted, medical intervention, past medical history, turning frequency, utilization of linens, etc. Hillrom reported an initial report with the internal reference # (B)(4) for possible serious injury based on limited information available. Hillrom is reporting (B)(4) for each individual progressa bed and providing information on its location as a potentially malfunctioning bed until further information becomes available and the bed has been fully inspected by a hrc technician. Once clinical information on individual pressure injuries becomes available, hillrom will file follow-up reports. This report is in reference to a possible reportable malfunction and potential injury for the progressa bed with the serial #(B)(6). The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The customer confirmed stages 3 and 4 pressure injuries to patient¿s while on the progressa device. Follow up with the customer states, ¿most of the patients were obese, diabetic, curarized, on corticosteroids and vasoconstrictors, ventilated and on ECMO but without pre-existing bedsores. The risk factors were numerous and about (B)(4) of our patients had pressure ulcers of the sacrum and occiput which in most cases were at stage 3-4.¿ follow up attempts with the customer were made, however the specific patient injury associated with the device serial number was never provided. Two out of the ten devices were inspected by a hillrom technician and were noted to be functioning as designed. The technician has not been able to access the eight remaining devices. Trainings were conducted by a hillrom sales representative and clinical specialist, with no more allegations of pressure injuries or allegation of device malfunction reported during follow up. A stage 3 pressure injury is defined as full thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. A stage 4 pressure injury involves full thickness skin and tissue loss with exposed or directly palpable fascia, slough, muscle, tendon, ligament, cartilage, or bone in the ulcer. Treatment of stage IV pressure ulcers begin with the removal of dead tissue. If the damage is extensive, surgery is usually required. Due to the confirmed serious injuries and inability to exclude if the device caused or contributed; hillrom deems these events reportable. Based on this information, no further action is required.